Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the first sealing cycle, oozing occurred although an end tone, indicating a completed seal cycle, had been heard. The generator was set at two bars. There was no evidence of energy delivery at the time. Another device was used to complete the procedure. There was no pt injury.